Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported hypoglycemia and also care partner was not getting notification from patient, minimed mobile application login issue, needed assistance on smartguard, the customer enquired about not able to enable the suspend before low alert on 780g, communication issue between pump and transmitter. The customer was treated with carb intake. The event involved product(s) mmt-1884, mmt-431aj, mmt-6111, mmt-342, mmt-7040a, mmt-6101, mmt-7841zn. Troubleshooting was performed for carelink connect application not received data issue and instructions were provided to resolve the issue. Troubleshooting was performed for communication issue between pump and mobile application and advised customer unpairing and re-pairing the pump and mobile device resolved the issue. Smartguard assistance was provided to the customer. Troubleshooting was performed for communication issue between pump and transmitter. Troubleshooting was performed for low blood glucose and the customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. No return is required for mmt-1884, mmt-431aj, mmt-6111, mmt-342, mmt-7040a, mmt-6101, mmt-7841zn.updated case notes:the customer reported pump and phone connection issue happened and it was unable to complete troubleshooting or provide instructions, insufficient information to escalate.